Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of aborted/cancelled procedure with a patient under sedation.,as additional information states the procedure was completed using a basket.

Event description:
It was reported that during a lithotripsy procedure, there was no energy output from the fiber; therefore, the stone could not be dissolved. A new fiber was used, and it developed black spots within less than two minutes after start of use. The procedure was prolonged, and urethral injury increased due to insertion of the second fiber. The second fiber was removed, and the procedure was completed using a basket. There were no patient complications reported.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of aborted/cancelled procedure with a patient under sedation.,as additional information states the procedure was completed using a basket.

Event description:
It was reported that during procedure, there was no energy output to crack the stone. A second new fiber was used and it developed black spots with less than 2 minutes after firing. The procedure could not be completed due to the fiber difficulties encountered. There were no patient complications. Additional information received indicates that second fiber was removed, and the procedure was completed using a basket.

Event description:
It was reported that during procedure, there was no energy output to crack the stone. A second new fiber was used, and it developed black spots with less than 2 minutes after firing. The procedure was prolonged, and the urethra injury increased due to the fiber difficulties encountered. Second fiber was removed, and procedure was completed using a basket. There were no patient complications.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of aborted/cancelled procedure with a patient under sedation.,as additional information states the procedure was completed using a basket.

Event description:
It was reported that during procedure, there was no energy output to crack the stone. A second new fiber was used and it developed black spots with less than 2 minutes after firing. The procedure could not be completed due to the fiber difficulties encountered. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under sedation.